Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was advised by technical support that a replacement pump would be sent, which includes the updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.